Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the information documented in the medical records regarding the patient¿s pain and discomfort, as well as the provided imaging. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per (B)(4). Contraindications - 1. Insufficient quantity or quality of bone. 2. Blood supply limitations and previous infections, which may retard healing. - g. Precautions - 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Make sure to use the recommended drill bit or punch to create the bone socket. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to a patient-specific event. The post-op complications (blood clots, pelvic and spinal misalignment, etc.) Are most likely patient specific. The intra-articular synthetic material noted during the subsequent arthroscopy is a fibertape internal brace that was used. Therefore, the intra-articular material (fibertape) should be seen, and there is no problem with this finding.

Event description:
On 06/12/2025, a report was received via phone indicating that, following a patellar tendon acl procedure performed over a year ago, a revision was required to partially remove the implant. Postoperative complications were noted immediately upon waking in the recovery room, including difficulty straightening the leg. Additional concerns included three blood clots, loss of extension, pelvic and spinal misalignment requiring adjustment, and contralateral knee pain. A revision procedure was performed to remove part of the device. Evaluation is ongoing to determine whether complete removal is necessary. Additional information received on 06/17/2025: the patient underwent an acl reconstruction, which was reported to have involved a bone¿patellar tendon¿bone autograft. During a subsequent arthroscopy performed by another physician, intra-articular synthetic material was observed and documented. The material appeared to be a nonabsorbable fiber, possibly fibertape or a similar arthrex product, positioned anterior to the native graft path and partially embedded within the joint. Additional information has been received on 10/29/2025: the patient underwent acl reconstruction on (B)(6) 2024 on the left knee which an ar-1390p, ar-1593-p, ar-4020p-09 were implanted. The patient did not receive prophylactic dvt treatment. The patient was diagnosed with deep vein thrombosis on (B)(6) 2024, after continuing to experience swelling in the affected extremity. Ultrasound venous doppler identified an acute occlusive thrombus seen in the left popliteal vein, and acute occlusive thrombus seen in the left posterior tibial vein, and an acute occlusive thrombus seen in the peroneal vein. Eliquis and compression stockings were used to treat the dvts, with resolution noted on doppler on (B)(6) 2025. Patient remains on eliquis for postphlebitic syndrome. The patient started physical therapy on (B)(6) 2024, 3x/week sessions, with normal progression through treatment. On (B)(6) 2024, the patient underwent arthroscopy for pain of left knee. Findings and impressions indicated no evidence of hardware failure or loosening and it was noted that the post acl reconstruction was with near anatomical alignment. The patient reported pain to palpation at the graft harvest site during a follow-up visit on (B)(6) 2025. A corticosteroid injection was provided during the visit.

Manufacturer narrative:
The complaint allegation is confirmed based on the information documented in the medical records regarding the patient¿s pain and discomfort, as well as the attached photo to the case, which shows that the suture was damaged/cut. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - c. Contraindications - 1. Insufficient quantity or quality of bone. 2. Blood supply limitations and previous infections, which may retard healing. - g. Precautions - 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Make sure to use the recommended drill bit or punch to create the bone socket. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to a patient-specific event, and a use error. Two related failures, the post-op complications (blood clots, pelvic and spinal misalignment, etc.) Are most likely patient specific. And the intra-articular synthetic material is suture that has been cut, therefore can be attributed to user error of the device.